Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a study that was only one hour. Technical support attempted the customer to upload the study again and they received an effaceee error and technical support told them that it meant there was no data on the recorder. The recorder will be returned for investigation and it worked correctly during the previous procedure. There was no patient and user harm, but a repeat procedure will have to be re-done.